Manufacturer narrative:
(B)(6). A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in an electrode and probe placement procedure there was an alleged inaccuracy with the navigation system. The imaging system was used for auto registration and the site merged a CT, MRI, and the plan with the imaging system's spin.. When it was merged, the site said everything looked aligned and the case proceeded. However, when the electrode was placed and the head was scanned, it was 2mm anterior of the plan on a parallel trajectory. There was no delay to the procedure as a result of the issue and no impact on the patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.